Event description:
Neo tee t piece resuscitator failed. Upon initial testing by respiratory therapist, prior to use on patient (which is standard practice, even in emergency), the resuscitator was unable to reach required peep levels. New resuscitator obtained, tested, and utilized on patient.